Event description:
The daughter of a female patient contacted lifecor customer support to report that the patient has blue gel leaking on her back. Support asked if there were any alarm heard. The patient stated there were not any alarms. Support had the daughter download. The download revealed a gel fire flag but no automatic events. There were a few belt disconnects. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.